Event description:
The patient was enrolled into the option study on (B)(6) 2021 with patient identifier (B)(6). It was reported the closure device did not seal. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed and a 27 mm watchman flx closure device was implanted successfully with complete laa seal and deployed device diameter of 23 mm. Prior to index procedure, aspirin was not administrated and after the implant, the patient was started on aspirin and continued on apixaban. On (B)(6) 2021, the patient was discharged. On (B)(6) 2022, 469 days post index procedure, electrophysiology study revealed atrial fibrillation and atrial flutter because the patient presented to the hospital due to redo atrial fibrillation and atrial flutter ablation with a coil procedure for 3-4mm leak with the closure device. At the time of event, the patient was on aspirin. A lab test was also performed as diagnostics for the event. On (B)(6) 2022, the patient was discharged to home.